Event description:
It was reported during an unknown patient procedure, the reamer shaft broke upon reaming the acetabular cavity. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
It has been communicated by the customer that the complaint sample was not manufactured by greatbatch. No further investigation required.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device, an investigation will be performed and a supplemental medwatch 3500a form will be submitted.